Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log file contained events from 25feb2026. Several low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. It was additionally reported that the patient later passed away on (B)(6) 2026. Although the cause of death was not provided, the outcome was not considered to be device or therapy related. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. An autopsy was not performed, and the device was not explanted for evaluation. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in palliative care, suffering from regular low flow situations. Low flow software upgrade was requested to reduce psychological stress for the patient. The software was installed on (B)(6) 2026. So far, there were no more alarms. The patient later passed away on (B)(6) 2026. The cause of death was not provided. The outcome was not considered device or therapy related. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.